Event description:
It was reported that the customer's pump was not regulating blood sugars correctly and could not be kept charged, requiring daily charging. There was no reported impact on the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken as the customer was in the process of renewal.